Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery tests or verify the prime/fill anomaly due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error test and self-test. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that numbers would not appear on the screen during the priming process. The customer would let go of the act button but the device continued to pump insulin and prompting him to continue priming. The patient's blood glucose at the time of incident was 144 mg/dl. Troubleshooting was initiated and the customer confirmed that insulin continued tod rip after the motor stopped during the manual prime process. The customer held down the act button but he did not receive a second series of beeps or numbers. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.